Event description:
This event was reported as ring removed after 3 months implant duration due to leaking around the periphery of valve repair (dehiscence) and hemolysis. No further information was provided.